Manufacturer narrative:
The biomedical engineer troubleshot this reported fault and replaced the cracked bellows housing. The unit was returned to service. No report of patient involvement. (B)(4).

Event description:
The hospital reported a large leak in the unit during preuse checkout. There was no patient involvement.